Event description:
During a casual conversation the hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal procedure. It was reported that some bleeding was noted and repair stitching was required. No additional patient complications were reported.